Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2007 (B)(6). (B)(4).

Event description:
It was reported that a remote monitoring transmission showed many mode switch episodes. The stored episodes appeared to be very fine atrial fibrillation with occasional undersensing. The lead remains in use. No patient complications have been reported as a result of this event.